Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction and subacute thrombosis occurred. The 80% stenosed eccentric de novo lesion measuring approximately 2.20-2.25mm in diameter and 30mm in length was located in a mildly tortuous and severely calcified mid to distal left anterior descending artery that contained a significant bend of less than 45 degrees. Access was obtained through the radial artery. The lesion was predilated with a 2.0x15mm apex balloon, reducing the stenosis to 60%. A 2.25x32mm taxus liberte¿ atom drug eluting stent was deployed in the lesion. It was reported that the stent was not fully expanded, but was well apposed. The lesion was post-dilated with a 2.5x8mm quantum maverick balloon. The patient was given plavix during the procedure and a 300mg loading dose post stent placement. No patient injuries or complications occurred. The patient was discharged on aspirin and plavix. Two days later the patient presented with a myocardial infarction and chest pain. The stent and the mid to distal left anterior descending artery was completely closed with thrombus. A thrombectomy catheter was used to clear the thrombus and the lesion was dilated with an unknown balloon. At the time of the thrombosis the patient was taking aspirin and plavix. Post intervention the patient was placed on effient. Patient status is listed as ¿stable.¿ the patient remains in the hospital and is scheduled for a coronary artery bypass graft procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).